Event description:
Complainant alleged that during biomed testing, the pacer ma reading on the display would only increase when the knob was turned up or down. Complainant indicated that there was no patient involvement in the reported malfunction.